Manufacturer narrative:
The lead is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms 3 months post implant. A chest x-ray was taken and noted no obvious anomalies. Surgical intervention was undertaken. The lead was tested on a pacing system analyzer (psa) and noise, oversensing and high out of range pacing impedance measurements were observed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Patient code 3191 used to capture the surgical intervention that was undertaken.

Event description:
It was reported that this lead was returned and analysis was completed.